Event description:
In-stent restenosis was found in two cypher stents five months after the procedure.

Manufacturer narrative:
This patient presented to cath with progressive angina. Elective percutaneous coronary intervention (pci) was performed on an 85% de novo lesion in the left internal mammary artery (lima) to the left anterior descending artery (lad) of 6mm in length in a 2.5mm vessel diameter. The lesion was characterized with distal anastomosis. Pre-dilation was conducted with a 2.5x10mm balloon at 10 atm before deploying two overlapping stents, a 2.5x23mm cypher and 2.5x8mm cypher stent, at 12 and 14 atms, respectively. Residual diameter stenosis measured 0%. Two months later, the patient presented to cath for a positive functional study for ischemia/silent ischemia, 63% lv ejection fraction and three-vessel disease was found. Pci was performed on a 90% de novo lesion in the mid lad of 8mm in length in a 2.5mm vessel diameter. There was moderate calcification present. The lesion was ballooned. Three months after the second procedure, the patient presented with recurrent angina. Follow-up angiography showed 90% in-stent restenosis of the previously implanted cypher stents. It was treated with ballooning. There was 0% residual diameter stenosis following the procedure. These products are not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2006-00552 and 3003742446-2006-00553.